Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that following fracture of the electrodes, the electrodes were replaced. The cause was unknown. The product was explanted, and the material was destroyed during the change. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# unknown implanted: (B)(6) 2019 explanted: 2023-02-09 product type lead product ID 977a290 lot# serial# unknown implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, product ID: 977a290, serial/lot #: unknown, the country of the event is ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When clarifying the device disposition, it was reported that the product had been destroyed by the customer after they had been removed- customer discarding.